Event description:
It was reported that the patient presented to the hospital following an alarm from their device. It was determined that the right ventricular (rv) lead impedance had increased to greater than 1500 ohms. In addition, an increase in threshold was noted as well. The patient mentioned that they were in a car accident, which appears to correlate with the time of the initial increase in measurements. An x-ray was taken in which no issues were noted. The alarm was adjusted and the rv lead remains in use. The patient will be closely monitored for further changes in lead measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead displayed high thresholds, high impedance, and high sensing integrity count. Lead revision was planned and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)